Manufacturer narrative:
(B)(4). Since no samples displaying the condition reported are available for investigation, bd was unable to confirm the reported issue as well as fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Bd would be very interested in examining product that does not meet expectations and our quality standards. The failure mode will be entered into the complaint management system to be tracked/trended. Customer complaint trends are evaluated on a monthly basis during our quality team meeting. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
I want to inform you about a defective access tip. The access tip is broken off in the valve and the emergency slide clamp was used. Attempting to gain additional information. Additional info (B)(6) 2018: here a valve change was carried out to ensure the function. The patient also has a highly inflamed catheter exit site. However, the threads should have been pulled already. Our advice from our staff to contact the family doctor. Additional complaint opened to capture inflamed catheter exit site: (B)(4).

Manufacturer narrative:
(B)(4). A supplemental will be submitted upon carefusion's investigation or if additional information becomes available. Device not returned lot is available.

Event description:
I want to inform you about a defective access tip. The access tip is broken off in the valve and the emergency slide clamp was used. Attempting to gain additional information.